Manufacturer narrative:
Correction: d3 manufacturer address was updated. The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based upon the photos and the IFU, the likely root cause of the failure is due to the use of sharp objects and excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large object into the cannula.) Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the ias12-120lpi 12 mm access port & palm grip obt w/bladeless optical tip device was being used during a robotic procedure on 06nov25 when it was reported ¿during the robotic procedure, the airseal valve gradually deteriorated, eventually leading to one of the four valves detaching and falling into the patient. Need to use additional equipment and instruments in order to successfully locate the valve in the patient's thorax.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the ias12-120lpi 12 mm access port & palm grip obt w/bladeless optical tip device was being used during a robotic procedure on (B)(6) 2025 when it was reported ¿during the robotic procedure, the airseal valve gradually deteriorated, eventually leading to one of the four valves detaching and falling into the patient. Need to use additional equipment and instruments in order to successfully locate the valve in the patient's thorax.¿. The procedure was completed and there was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.